Event description:
Previously reported mi and death events occurred approximately 8 months post index procedure and not 20 months as was previously reported. Investigator indicated that the mi event was not related to the study device.

Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted, one in the 1st diagonal branch and one in the lad. It is reported that approximately 20 months post index procedure, the patient expired. The cause of death was mi, cardiac. The investigator has assessed that the death event was not related to the device. The mi event was not assessed for device relatedness to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death, myocardial infarction). Evaluation conclusions: inherent risk of procedure - (death, myocardial infarction). (B)(4).